Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed alarms by changing the pump supplies and resuming insulin delivery prior to call to tandem technical support. The customer's blood glucose was 216 mg/dl at time of event.